Event description:
From the call center: the stimulator device was installed (B)(6) 2022 but had 2 wires that intruded my stomach this issue was realized in (B)(6) this year; those wires cause internal infection we need to find out the history of the device on/ off functions.